Event description:
It was reported that during an unknown proceudre, the min button worked but the max would not work on the device. The case completed with another device of the same product code. No further information available. No patient consequence. No device returning.